Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all of the button contacts. This report is made based on results of investigation completed 11/25/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: contamination was found under all of the button contacts when the keypad was removed. The keypad was peeling at the ok button. The buttons on the keypad were responding properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).